Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on june 19, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated section h10 adding uf/importer report # 1900450000-2025-8010. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during an aquablation case, the ceramic tip of the sheath broke off inside the patient. No negative impact in state of health reported.

Manufacturer narrative:
Per investigation by the manufacturing site: based on the available test results and taking into account the date of manufacture in august 2019, a material or assembly-related defect can be ruled out with a high degree of probability. The damage pattern of the broken ceramic tip, in particular the indications of possible microcracking and existing contamination, suggests that the damage occurred over a longer period of time. Given the product's service life of several years, a manufacturing or assembly defect would have occurred and been reported much earlier in the product life cycle. It can therefore be assumed that the damage was caused by application-related influences such as mechanical stress, impact or exceeding the intended application cycles. This event is filed under internal complaint ID (B)(4).